Event description:
Vns patient passed away in hospital emergency room after going into "severe seizures" and respiratory arrest. The emergency room staff was unable to resuscitate the patient. According to the patient's father, the vns therapy had been working very well to control the frequency and severity of the patient's seizures. Autopsy was not performed and the device was not explanted prior to burial. Certificate of death lists cardiorespiratory arrest as the immediate cause of death, due to or as a consequence of a 20-minute episode of status epilepticus, due to or as a consequence of seizure disorder for 2 1/2 years duration. Report is incomplete because no response has been received to manufacturer's request for additional information from treating physician. The physician was reportedly out of the country for three weeks at the time that the request for additional information was made. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.